Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed during therapy (dose, programmed amount and delivery rate unknown) in the intensive care unit. The device was programmed to deliver 1 unit of packed red blood cells (prbc) at a rate of 100 ml/hr. The device had under infused, delivering only 70ml of blood over a period of 4.5 hours. The infusion was stopped due to the blood being greater then 4 hours old and was returned to blood bank. The device was tested by the customer using saline, reporting "the pump works normal including the occlusion alarms". There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information provided by the customer stated there was no patient injury or medical intervention associated with this event. (B)(4). A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.